Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the instrument data for one of the patient samples. The sample had been routed to one advia chemistry instrument which did not process the sample due to a hardware issue. The sample was sent back to the same advia chemistry instrument, which queried the centralink data management system for the sample's test orders and received an order for saline. The advia chemistry instrument processed the saline test. The labcell automation system sent the sample back to same advia chemistry instrument for a third time to complete the tests that were ordered, however the instrument had gone offline. The sample was routed to a different instrument, which queried the centralink data management system for the sample's test orders and also received an order for saline. After processing only the saline sample, the instrument showed that no tests were done. The sample then began circling the automation track until the tests were re-ordered and an analyzer could perform them. The cause of the samples not being processed and circling around the track is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer of an advia labcell automation system stated that the patient samples were routed to the advia chemistry instruments and had "no read" error messages at the interface gate. Instead of cancelling all the tests, the system cancelled all the tests except the indices, so even though the barcode was not read at the interface the instrument still sampled and ran the indices. The customer ordered the tests manually on the advia chemistry instrument for the samples to process. Additional patient samples were affected after siemens was notified of the original event. It is unknown if there was delay in obtaining patient results. There are no reports of patient intervention or adverse health consequences.

Manufacturer narrative:
The initial MDR 2432235-2016-00493 was filed on august 18, 2016. Additional information (11/09/2016): a siemens regional support center (rsc) specialist was dispatched to the customer site. After evaluating the instrument, the rsc specialist determined that there was a duplicate test code (99) on the centralink data management system, which gave multiple errors. One test code (99) was saline test for indices, while the other test code (99) was a stat sorting test that was associated with the advia 2400 analyzers. The rsc specialist removed the duplicate test code and the issue resolved. The rsc specialist determined that this was an isolated setup issue. The instrument is performing according to specifications. No further evaluation of the device is required.